Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial fibrillation (af) was being oversensed on the right ventricular (rv) lead. It was also found that a lead integrity alert (lia) had been triggered due to oversensing/ high rate non-sustained episodes resulting in loss of pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead sensitivity was reprogrammed and remains in use. The patient will be monitored monthly. No patient complications have been reported as a result of this event.